Event description:
It was reported that the patient received multiple shocks due to a lead fracture. The lead was replaced. There were no further reported patient complications as a result of this event. It was later alleged by an attorney that the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.